Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded the cause of the reported failure. The most likely cause(s) of the reported failure is wear and tear of the instrument after many reprocessing/cleaning procedures. The complaint allegation was confirmed based on the customer's attached pictures that display the instrument with the missing pin at the distal end of the tip.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/20/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-11540 mini suture retrievers pin came out and it was not working correctly. This was discovered after use.